Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 185cc silicone prosthesis experienced ¿foreign matter¿ preimplantation. Prosthesis with a large point in the texturing. The md used another implant (cat: 3545240, sn: (B)(6) and complete the procedure. No adverse event reported.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 22, 2024, mentor became aware that the lot number belong to mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is] marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Device evaluation completed on august 29, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an excess material was found on the anterior view of the breast implant, measuring approximately 0.1 cm x 0.1 cm. According to the photo received previously, the excess material found appears to be the foreign matter pointed out by the customer. In addition, the product was received without its sealed thermoform. Leak testing was performed, according to the mentor procedure, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. While this complaint was initiated for foreign material, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process. The excess material found is siloxane-base material, better known as silicone as the device material of construction is silicone. Excess silicone is a normal variation that can occur in the manufacturing process. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. At various stages of the assembly and manufacturing process, there are inspection steps to evaluate manufacturing or other types of defects. These types of inspections are human-based and, therefore, they have an opportunity for an item or error not to be detected. This complaint is confirmed as manufacturing-related, and awareness training will be provided to be aware of this product complaint and reinforce the current process controls. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 26, 2024, indicated that the suspect device serial number is (B)(6), and replacement device is sn:(B)(6), cat:3545185. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on july 15, 2024: upon visual evaluation of the image provided in the complaint, foreign matter is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).